Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s implantable cardioverter defibrillator, right atrial lead, and right ventricular apical lead were explanted due to infection. The infection arose months after the initial implant procedure of the device and leads. Antibiotic therapy proved unsuccessful due to the severity of the patient¿s sepsis and thus the physician elected to explant the device and two leads. The patient was stable during the procedure and, but for the infection, after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.